Event description:
Patient reported experiencing elevated blood glucose of 250 - 260 mg/dl. Her normal, physician recommended, range was 80 - 120 mg/dl. Patient acknowledged she suffers from absorbancy issues and scar tissue. The patient stated, she has avoided the scar tissue and properly rotated sites to help reduce her blood glucose values. Patient indicated that she was unsure if the infusion device caused the elevated blood glucose levels. She switched to her backup device. Patient did not provide information regarding symptoms related to her elevated blood glucose. No medical assistance was reported. Product was requested to be returned for evaluation.